Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt something different with his pacemaker early this morning and presented to an emergency room. Upon interrogation, it was noted that the pacemaker was in back up vvi mode. Further, it was determined that it was due to communication issue between software and merlin monitor. The device was restored to its original settings and the issue was resolved. No patient consequences were reported.